Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels as high as 500mg/dl and small to trace levels of ketones. The customer delivered correction boluses and administered a manual injection to address the bg levels. The contact reported that the customer would continue using the pump for insulin therapy.